Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. A review by the abbott associate medical director of the patient history and test result profile for other (B)(6) markers, (B)(6) , concluded that (B)(6) nat results confirm that the results obtained are true (B)(6) . This constellation is possible if infection was long ago and (B)(6) has disappeared, or in an early phase of resolving the infection and (B)(6) has not yet appeared. All tasks completed, including sensitivity analysis for architect hbsag qualitative ii reagent 2g22 reagent lot 06607lf00 indicated the product in question is performing acceptably and per specifications. There was no atypical complaint activity for the reagent lot in question related to the issue observed. No product deficiency or malfunction identified to be related to the issue of this complaint.

Event description:
The customer is questioning a (B)(6) result for the architect (B)(6) generated from one patient sample. The customer was previously exposed to (B)(6) and was (B)(6) for (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient). (B)(4) - ((B)(6) result). This report is being filed against an ex-us product ((B)(4)) which has a similar product ((B)(4)) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.